Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating lead was surgically abandoned due to high out of range shock impedance with no root cause determined.